Event description:
Caller alleged false negative hcg results. Results as follows: one woman tested with three (3) different strip test fhc101, two from one lot and 1 from a different lot, with negative results. The pt showed symptoms of being pregnant, so and a new test was performed with a different device fhc102 and showed a positive result.

Manufacturer narrative:
Investigation pending.